Event description:
It was reported that a pump keypad is inoperable and that the display is damaged.

Manufacturer narrative:
(B)(4). The device was not returned to baxter and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. However, there is a reasonable probability that the malfunction involves a shorting of the key pad, which is considered a reportable event.